Manufacturer narrative:
While there is no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a propex ii eur was giving incorrect measurements. No injury occurred.

Manufacturer narrative:
The investigation results for this complaint are dentsply sirona korea propex ii eur RMA 15603 description of the failure precise measurement are not being obtained check the pcb and hook the part replaced a102900000400 hook sav damaged connector sav various electronic problem failure mode - incorrect measurement (apex locator) root cause - various electronic problem, damaged connector conclusion code - indeterminable.